Manufacturer narrative:
External visual inspection found stripped setscrews on ra ring and lv tip, but no other irregularities were observed. The technician was able to get both stripped setscrews to move freely. A review of device memory found the device was not programmed off upon explant, and the device delivered a shock with the severed leads that resulted in a shorting the device. The episodes occurred post-explant, and further review of the device memory indicated therapy was available at the time of explant.

Event description:
Crm received information that this cardiac resynchronization therapy defibrillator (crt-d) was returned from a funeral home after the patient's death. The device failed automated testing due to stripped setscrews. Additional analysis was performed in the laboratory. There were no allegations against the device while it was implanted.